Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a cine disk error. This will result in a loss of cine function. No report of pt injury.